Manufacturer narrative:
Additional information: the sheath was placed in the leg. There was nothing inserted into the sheath at the time it was removed from the patient. Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, trends, and quality control was conducted during the investigation. The complaint device was not returned, therefore,no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that state: "sheath removal: insert wire guide at least 10 cm past the tip of the sheath. Insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire." Based on the information provided, no product returned and the results of the investigation, clinical factors that may have potentially contributed to the reported event include the medical procedure/technique used. The site reported that the physician had nothing inserted into the sheath during the time it was removed from the patient. It is possible that the lack of the use of the dilator in this case contributed to the reported separation. Without the benefit of the returned device, a definitive root cause cannot be conclusively determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a peripheral intervention procedure the sheath broke apart inside the patient. The physician had to do a cut down the artery to remove the sheath material. It is unknown how the procedure was completed. The patient is reported to be "recovering well and no additional procedures are required due to this occurrence."